Manufacturer narrative:
Mml #: (B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4).

Event description:
It was reported that the patient requested an explant due to constant pocket site pain and did not benefit from the therapy because the patient was fused. It is unknown if the spinal fusion was before or after the reactiv8 implant. The patient underwent an explant procedure. All devices were removed and intact. There was no report of patient harm or injury. No device evaluation can be performed because the patient wanted to keep the device. The device history record was reviewed. No relevant nonconformances were found.